Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2024, a 14mm amplatzer septal occluder was successfully implanted in a patient using a 7f amplatzer trevisio intravascular delivery system. There was no difficulty experienced using the 7f amplatzer trevisio intravascular delivery system. There was no clinically significant delay in procedure reported. Post--procedure, it was noted that the patient had a right arteriovenous fistula at the access site of the delivery system. On (B)(6) 2024, an ultrasound was performed and revealed persistence of the right arteriovenous fistula. The decision was made to perform a surgical ligation of the right arteriovenous fistula. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's right arteriovenous fistula is uncertain. The patient was discharged at the time of report.

Manufacturer narrative:
An event of use of device problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported use of device problem could not be determined. The patient effects of vascular dissection could not determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.